Manufacturer narrative:
Received one speedband device with the velcro strap and ligator head for analysis. Visual examination of the ligator head found six bands present; some were moved out of their position and some were caught under other bands. It was noticed that the crimp was present on the trip wire and the proximal loop of the trip wire was caught in the handle post. The ligator head teeth were bent and the suture was intact. The trip wire was partially rolled in the handle; there is no evidence that the trip wire was secured in the handle assembly slot during the procedure. The handle assembly did not present any visible damage. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2016. According to the complainant, prior to the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no reported complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a variceal banding procedure performed on (B)(6) 2016. According to the complainant, prior to the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no reported complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.